Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the index procedure is unknown. It was reported that the patient presented emergently to the ER with a leg pain approximately 3 months post index procedure. The patient had a limb occlusion. The limb on the main body was occluded. The physician stated he tried to get through clot; however, was unsuccessful and had to perform a fem-fem bypass. The physician felt due to the long neck that radial force of the contralateral limb this may have possibly caused the limb occlusion. No additional clinical sequelae were reported and the patient is good.